Event description:
The customer patient on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: she was not able to control her bg levels so she went to the emergency room where she was treated with a manual injection of insulin (exact dosage was not provided). She also stated that her diabetes attacked her optic nerve in her eyes. The pod was discarded and she is still currently in the hospital at the time of the call. Attempts were made to contact the patient to provide additional information but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.